Manufacturer narrative:
Device evaluation: a 2000e china product was not available for investigation of (B)(6); however, the customer confirmed that the complaint sample was from lot: 24095560. The feedback provided by the customer states that, "resistance was encountered when connecting the pre-flush tube via a needle-free closed infusion connector." Further information from the customer has stated that complete blockage was observed during pre-fill stage. Weigao 10ml pre-fill product was connected using luer lock connection and the incident delayed the treatment time. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot: 24095560 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: on the morning on (B)(6) 2025, the patient was unconscious, unresponsive, and had nausea and vomiting. The vomitus was gastric contents, and he was incontinent to the urine. He was rushed to the emergency department of our hospital for treatment. At 16:20, he was admitted to the operating room for intracranial tumor resection + intracerebral hematoma removal under general anesthesia. After the operation, he was admitted to the intensive care unit at 21:08 on (B)(6) for postoperative monitoring. He was continuously assisted by a ventilator and was continuously pumped with drugs such as nimodipine and sodium valproate. At 21:22, when the central venous catheter was maintained and the dressing was changed according to the doctor's order, there was resistance when the needle-free closed infusion connector was used to connect the pre-flush tube, which caused dissatisfaction among the patients. After the needle-free closed infusion connector was immediately replaced, everything was normal, and the patient was comforted in a timely manner. Additional information received from the customer: please confirm when was the issue identified? During priming or infusion? Pre-filling stage. Please confirm what medication was being administered during the event? No medication involved; pre-filling performed solely using a pre-filled syringe. Please confirm the make and model of the connecting products? 10ml weigao pre-filled syringe. Please confirm if there are any visible defects to the device i.e., cracks, flashes, kinks? Unknown. Please confirm if the connecting product has a luer slip or luer lock connection? Luer lock connector. Please confirm whether the flow was completely or partially blocked? Customer feedback: completely obstructed. Please confirm if there is any patient impact? Delayed treatment time. Please confirm the lot number of the affected product? Batch number: 24095560.